Event description:
It was reported the insulin pump had a discolored screen. Customer stated it was difficult to read at times and it had condensation. Customer's blood glucose was unknown. Customer declined troubleshooting assistance. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.